Manufacturer narrative:
Section e: this event was reported by the distributor. The healthcare facility is: (B)(6) brazil. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the working length and the hypotube section were kinked. The device was observed under magnification, and the wire inside the catheter was also kinked and contrast residues were also observed. Functionally, when the device was actuated, the needle did not extend because of the several kinks in the working length and the contrast residues at the distal section of the catheter. Per the x-ray inspection, the needle was in good shape. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the needle was in good shape per the x-ray inspection. The working length was kinked at several sections and contrast residues were present at the distal section and also at the distal tip. It is most likely that handling and manipulation of the device during its use can lead to kinking/bending of the working length. The kinks and the contrast residues solidified caused some internal tension forces between the cannula and the wire during the handle actuation, which could have affected the overall performance of the device and led to not being able to extend the needle. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, "device lost its cutting knife and was no longer possible to expose the cutting tip of the catheter." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Section e: this event was reported by the distributor. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, "device lost its cutting knife and was no longer possible to expose the cutting tip of the catheter." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.